Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the down arrow button was found to be intermittently responding to presses and multiple buttons required increased force to activate. The keypad was removed and adhesive was observed under the button contacts and the down arrow button contact was misaligned.

Event description:
This complaint is being reported due to an alleged keypad malfunction. The ok button on the keypad did not activate desired pump functions. There was no evidence of product misuse. The patient carried the pump under his/her garment against the body. The patient has cleaned the keypad with alcohol wipes at times. There was no adverse event associated with this complaint.